Event description:
Edwards received a notification from france that a patient with a valve model 11500a25 implanted in the aortic position underwent a valve-in-valve intervention after an implant duration of approximately (B)(6) due to degeneration leading to stenosis. A 26mm transcatheter valve was implanted within the surgical device with no reported complications. The patient was noted as to be in stable condition.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is only known as 2019. Thus, (B)(6) 2019, is being used to calculate the minimum implant duration. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.